Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block g4: premarket/510(k): k211960, k233837; reported here as it exceeded the maximum character limit for the designated field. Block h6: imdrf device code a010402 captures the reportable event of stent migration.

Event description:
It was reported to boston scientific corporation that an agile esophageal fully covered over-the-wire stent was used during a procedure performed on (B)(6) 2024. The stent was able to be deployed satisfactorily. On (B)(6) 2024, complete distal stent migration was noted. No patient complications were reported as a result of this event. Note: no further information has been obtained despite good faith efforts.